Event description:
A phone call was conducted in order to follow up on a previous call that the customer made for unexplained high blood glucose and found that he was in the emergency room due to high blood glucose of 400mg/dl. Initially, the customer mentioned that he has been adding additional insulin to the wizard estimates because the wizard was not estimating enough insulin. He also stated that he has been eating a lot of food, and could be the reason of his elevated glucose level. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.